Event description:
This case was reported by a consumer's family member and described the occurrence of spinal fracture in a pt who received poligrip (super polygrip extra care with poliseal) for loose dentures. The consumer called to ask a product question. A physician or other health care professional has not verified this report. The pt's past medical history included back pain. In 2004 the pt started poligrip (dental) and the following month, the pt experienced a fall, was hospitalized, and diagnosed with a spinal fracture, slow heart rate, anxiety and depression. Treatment was pacemaker placement, paxil and rehabilitation therapy. Treatment with poligrip was interrupted and restarted the following month. The events resolved.

Event description:
MFR's comment: the MFR's report number for his case is 9681138-2004-00018. Super poligrip is manufactured. In the absence of further data or supportive trends, quality testing is unlikely to clarify the adverse event reported.